Event description:
The subject reported that on 9/3/00 subject was treated in the emergency room for hypoglycemia with a blood glucose of 28 mg/dl (approx. 9:30) per the hospital meter (brand unk) while subject's fasttake meter read 192 mg/dl approximately 30 minutes earlier. Earlier that same morning the subject's blood glucose per subject's meter was 260 mg/dl (7:11) and subject took insulin. Subject reported no symptoms of hypoglycemia.